Manufacturer narrative:
The technician replaced the end tube and the ratchet rivets to repair the bed.

Event description:
Information received indicates the right siderail will not latch due to a broken end tube.